Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
False positive rate at 2.8% for flu b across 24 patients. Results confirmed by pcr. Customer unable to provide any other information. Report 20 of 24.